Event description:
A report was received from a consumer internet blog of having used someone else's clear care lens care solution and soaking their lenses in a flat case for approx 2 weeks. They stated "noticed a white splotch on my cornea and went to the ER. Turns out a layer of my cornea peeled away. Being treated with an antibiotic and need to go back to an ophthalmologist today." No further details were provided.

Manufacturer narrative:
This event is considered as a possible significant corneal abrasion. As there was no product returned or lot info provided, no detailed investigation can be performed. (B)(4).